Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the rigid video scope the laser light cable (llk) plug of the video cable section is damaged. There is no patient involvement.